Manufacturer narrative:
The product investigation concluded that the m31 warnings are occasionally caused by air introduced in the pt line during drain 0. Patients using the 20ft long pt lines are susceptible to the m31 warning due to the lines not being completely purged of air during priming. The clinical investigation concluded that the patients hospitalized for peritonitis predated the pt air in cassette alarms. There were no reported cassette leaks. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of deaths or serious injuries received between (B)(6) 2011 to (B)(6 )2013.

Event description:
The pt called tech support (from the hosp) regarding a m31 "air detected in cassette warning." During the course of the call it was stated that the pt was in the hosp due to peritonitis.